Manufacturer narrative:
Initially it was reported the c10-3v transducer had lens damage exposing the electronics. However, additional information was received that the transducer is still in clinical use, there was no imaging issues, and the damage was clarified to be the covering film of the lens at one edge had a small area of wear. There was no hole in the lens with expose electronics. This reported issue is not likely to cause or contribute to a death or serious injury.

Event description:
A customer reported their c10-3v intracavity transducer had lens damage exposing the electronics. This probe is associated with the epiq elite ultrasound system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.